Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two weeks post-implant, the patient presented with gastric pain. There were no allegations against the system in relation to the pain; however, the physician noted an irregular heartbeat that was not previously there. When the patient presented for an additional follow-up, the threshold and impedance measurements on the right ventricular (rv) lead had increased. It was concluded the rv lead had perforated the myocardium. As a result, the rv lead was explanted and an epicardial lead was implanted. No additional adverse patient effects were reported.